Manufacturer narrative:
Investigation: two (2) samples returned from the customer for investigation. One (1) sample was received in a sealed blister pack and a second (2nd) needle was returned still in the bag port. The sample in the sealed blister pack was opened and visually examined and it was observed that there is sufficient epoxy on the needle hub / cannula interface. The second (2nd) needle which was returned still in the bag port was also visually examined using unaided vision. It was observed that there is not sufficient epoxy on the cannula. A machine malfunction caused insufficient epoxy to be applied to the needle hub / cannula assembly which resulted in the cannula not being secured in the needle hub. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the needle 18x1-1/2 rb experienced a needle that was loose/pulled out of hub during use. The following information was provided by the initial reporter: material no: 305196, batch no: 8207637. Description: while compounding, the needle was inserted in the bag injection port. When attempting to remove the needle, it detached from the hub and remained attached to the bag port. Technician was left holding a bag with a needle attached to it and a needle-less syringe.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 18x1-1/2 rb experienced a needle that was loose/pulled out of hub during use. The following information was provided by the initial reporter: material no: 305196, batch no: 8207637. Description: while compounding, the needle was inserted in the bag injection port. When attempting to remove the needle, it detached from the hub and remained attached to the bag port. Technician was left holding a bag with a needle attached to it and a needle-less syringe.